Manufacturer narrative:
Updated b1, b2, b5, type of investigation, health effect - clinical code, health effect - impact code.

Event description:
It was reported that a malfunction alarm occurred during software update. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via mdi. Customer did not require third-party assistance. The customer will continue to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer¿s blood glucose level.